Event description:
No additional customer information

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation found the device had an e03 (conduit line pressure sensor malfunction) error. Based on the results of the investigation, the issue was attributed a failure of the cr board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 city full: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Blackout and alarm after power-on. The customer reported that, shortly after powering on during the reprocessing of their high flow insufflation unit device, it was discovered that the control board exhibited a high flow rate, and the device exhibited blackout and alarmed. There was no patient involvement.